Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak, endoprosthesis migration, and reoperation.

Event description:
On (B)(6) 2014, this patient underwent a total arch re-placement and was implanted with a conformable gore® tag® thoracic endoprosthesis for endovascular repair of an aortic arch aneurysm. It was reported that the conformable gore® tag® thoracic endoprosthesis (tgu404020j/ 12802500) was implanted on the distal side of the vascular prosthesis. On an unknown date in 2019, computed tomography (CT) inspection revealed that the stent graft had migrated distally (amount is unknown), and a proximal type I endoleak was detected due to the migration. Reportedly on (B)(6) 2019, a reintervention was performed, an additional stent graft was implanted in the proximal side. The patient tolerated the procedure.